Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This product is 510(k) exempt. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, they had a short study. The customer was advised to send in the study and patient interactions. The recorder worked correctly during previous procedure. The study was repeated, scheduled on a different day with need for additional anesthesia. There was no patient and user harm.